Event description:
The reporter noted the vuapod spin plate end where inserter was installed broke, preventing further turning of the spin plate. The doctor reported during surgery the spin plate turned 90% prior to breakage. There was no pt injury. The surgeon placed 2 screws.

Manufacturer narrative:
The device involved in the reported incident was not available for evaluation. An investigation has been completed based on the reported info. A failure analysis and root cause analysis were not possible as the parts were implanted in the pt and were not returned. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.